Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to a sticky pump. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. The patient is good following the procedure. No visible damage was observed at explant.

Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. The reported allegations were confirmed via product analysis.

Event description:
It was reported that the patient will undergo a revision procedure due to sticky pump with an inflatable penile prosthesis (ipp). The ipp remains implanted and active and is scheduled to be revised.